Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results compared with another inratio meter. Results as follows: patient: 2, inratio a: 6.0, inratio b: 4.9, (re-test) inratio a: 3.2. The same finger stick was used for all three tests.